Event description:
It was reported that the device had an electrical reset. The patient is receiving radiation therapy. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a power on reset (por) occurred. (B)(4). It was noted that the por severity is low and that the device should be able to fully recover after the reset. Parity errors are known to occur with high probability in patients who receive radiation therapy. Corrected data: patient date of death and removed device remains activated device code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.